Event description:
The vitrectomy unit stopped intermittently operating during a procedure. After several intermittent cycles, the unit was removed and a different vitrectomy unit was used. There were no known adverse patient outcomes.

Manufacturer narrative:
The root cause was a footpedal that was not calibrated when vitrectomy unit was sent in for routine servicing. The unit and footpedal have been calibrated and meet end release criteria.